Event description:
Changed dopamine syringe in co's syringe pump. Unable to restart following usual sequence. Delay restarting drop. Asystole. Arrest. Chest opened for internal heart massage (was open heart). Resuscitated. Sequence: pump alarmed. Stop pressed. New syringe hung. Start pressed. Bp dropping. Syringe pump not running. Start pressed 3x unsuccessfully. Pressed, dose,enter,start,enter, & pump ran.